Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customers blood glucose (bg) level was 530 mg/dl. Customer delivered a correction injection to address bg. The customer reverted to a backup insulin pump for insulin therapy.